Event description:
Related manufacturer reference number: 2017865-2022-49050. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular and left ventricular leads were oversensing noise which caused pacing inhibition. No changes or interventions were performed. The patient condition was unknown.